Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of 'feeling terrible,' and it was discovered that the device battery depleted earlier than expected. The device was explanted and replaced and the patient indicates feeling 'like a new person.' No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.